Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-aug-2019 the following findings: during investigation, there were no unexplained loss of primes observed in black box. No data in pump histories from time of reported issue due to continued use. The rewind, load cartridge, and prime steps performed successfully. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. The pump was exercised with no prime issues occurring. The pump was opened and there was no damage found to force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.